Event description:
A clinical incident involving a perc dc wand was reported to arthrocare. During a cervical nucleoplasty procedure, the tip of the perc dc wand detached and remained in the patient's cervical disc.

Manufacturer narrative:
The device will not be returned for investigation. Since the device is not available for investigation, a complete investigation cannot be performed. A lot history review will be performed and provided in a follow up report.